Event description:
It was reported that occlusion alarm occurred. The customer went to the emergency room with a blood glucose of 380 mg/dl with the presence of ketones. Customer received intravenous fluids of saline and insulin and was released the same day with issue resolved and no permanent damage. Reportedly, the customer uses fiasp brand insulin which is considered off label insulin.